Event description:
In 2008, the hospital informed spacelabs of an issue eight months earlier, in which the handle of a sl2400 compact monitor snapped off.

Manufacturer narrative:
The field service engineer repaired the unit on site and is returning the broken parts to spacelabs for eval. Spacelabs will file a follow-up report at the conclusion of the investigation.